Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was retained by the facility. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. D9, h3: the device was initially reported as returning, but is retained by the facility.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional hypogastric procedure. Reportedly, following opening the foot plate, the plunger was very hard to push in and could not be advanced all the way. The plunger was attempted to be removed and was stuck. The footplate was attempted to be closed and would not go down. The device was attempted to be advanced but everything was stuck. The proglide was pulled down to 20 degrees when it started to bend. The vessel was incised and the footplate was able to be closed. The device was rewired. Another proglide device was attempted to achieve hemostasis, yet did not get a good close. Manual pressure was used to achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.